Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that the physician noted that upon interrogation of the pt's vns, multiple magnet activations were shown on the same line. A manufacturer investigation has determined that the root cause for previous cases of magnet activations being displayed as multiple dates/times per row is due to the local array (tdatestr[255]) being mis-declared as static variable, however, the trigger for this event has been identified to be the result of the generator's total operating time rolling over. The event will be corrected once 15 magnet activations have registered following the total operating time rollover. Based on the date of manufacture for this generator, the generator total operating time likely rolled over approximately 2.5 months prior to the date the report was received. Based on the pt's magnet activation history, the pt performs approximately 28 - magnet swipes per year. It is unlikely that this pt would have performed 15 magnet swipes from the date of rollover to the date of the report. This issue does not affect the performance of the device. No adverse events have been reported. Attempts for further programming history to confirm the events are in progress.